Event description:
It was reported that a spectrum pump infused a blood transfusion before the time it was programmed for during therapy (programmed amount and delivery rate unk) in the medical surgical care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported flow rate error, which was not reproduced or confirmed. Multiple flow rate tests were completed and the device was found to perform as expected. No related device malfunction could be identified. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07353 can be removed from the FDA database.